Manufacturer narrative:
The field representative confirmed the shock zone rate was reprogrammed as recommended by technical services. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was presented to the emergency room after he received an appropriate shock for ventricular tachycardia (vt). However, he was in vt for almost one minute before the device delivered the shock. The rates were programmed at 170 bpm for the conditional shock zone and 250 bpm for the shock zone. A boston scientific technical services consultant reviewed the episode. The rate appeared to be about 210 bpm and looked like monomorphic vt. No undersensing was observed. The rate clearly fell into the conditional zone, but some beats were labeled as non-shockable. Technical services discussed the algorithms in use and how the morphology did not match the stored template for normal sinus rhythm. However, the next algorithm looks for polymorphic rhythms and this is a monomorphic rhythm. The morphology had a notch at the beginning of the complex that was being sensed and causing the complex to be considered more narrow. All of these contributed to the beats being labeled as non-shockable. It was recommended to lower the shock zone rate to 210 bpm or lower, so the device would treat this arrhythmia without applying discriminators. It was reported the patient was in dialysis at the time of the vt. The patient had a syncopal episode and was unconscious for approximately two minutes during the delay to therapy. No additional adverse patient effects were reported.